Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the product thread on the drill guide ankle-fx drll-gde 3.2 sys.4.0 red 65mm broke during cadaver lab. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
A trend considering the following event is identified: breakage of the drill guide (thread). Investigation is initiated to determine the necessity of potential corrective and/or preventive actions. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: on (B)(6) 2017 when conducting a cadaveric training lab, two pieces of ankle fix drill guide broke. The possible reason for breakage is suspected to be improper fixation of drill guide into the plate. Review of received data - a picture was received where two drill guides can be seen. The thread part of the drill guides cannot be seen. It was reported that the thread part of both drill guides were broken. The broken pieces cannot be seen on the picture. Device analysis: no product was returned to zimmer biomet for in-depth analysis. The product has been requested for investigation, however according to the information received the location is unknown. Review of product documentation - ankle fix surgical technique contains information and illustrations about all the steps needed for the implantation of the plate. According to the surgical technique, the two drill guides act as connection between the plate and the compression device. The compression is applied on the fixation pin and plate (via drill guide). Root cause analysis root cause determination using rmw: - instrument breaks, deforms, diverge or parts remain in wound. Due to mechanical properties of material insufficient not possible -> it can be concluded that the released components met all requirements to perform as intended. - deterioration in function due to wrong, inadequate maintenance => possible, it is possible that the instrument was not maintained adequately. - dysfunctionality / malfunction of defective devices and instruments due to mishandling of device by user => possible, it is possible that the user did not fully insert the thread of the drill guide into the screw holes of the plate. High forces were transmitted and the threads were broken. - functionality and applicability of the c/d device is hindered. Due to difficulty in applying the device with the drill guides on threaded screw holes => possible, it is possible that the drill guide was not tightened correctly in the thread of the screw hole and this contributed to the instrument breakage. Conclusion summary on may 15, 2017 when conducting a cadaveric training lab, two pieces of ankle fix drill guide broke. The drill guides have not been returned for investigation. Therefore, a material analysis could not be done. According to the surgical technique, the two drill guides act as connection between the plate and the compression device. The compression is applied on the fixation pin and plate (via drill guides). The drill guides should transmit the compression from the pin to the plate. There is no direct compression between the two drill guides. According to the reported event, the possible reason for the breakage is suspected to be improper fixation of drill guide into the plate. If the thread of the drill guide is not fully threaded into the screw holes of the plate, too high forces will be transmitted on the thread which leads to a fracture of the thread. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. Zimmer gmbh considers the case at hand as closed. If corrective and/or preventive actions will be determined as necessary and a report is indicated, a medwatch report will be submitted. Zimmer¿s reference number of this file is cmp-(B)(4).